Event description:
It was reported an ischemic stroke occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Approximately one (1) hour post procedure the patient presented with left sided weakness, restlessness of the extremities, and limited field of vision on the left side. The patient experienced nausea and vomiting with a possible aspiration which required intubation and transfer to the cardiovascular intensive care unit. Computed tomography (CT) and angiographic CT identified an acute ischemic stroke. The patient required a nasogastric tube and medication was administered. Over the course of the two (2) days post implant procedure the patient's symptoms gradually improved. The patient was discharged from the hospital to a rehabilitation center.